Manufacturer narrative:
Examination of returned device determined that the product was most likely damaged during surgical procedure, and probably by a contact of the lag screw thread with another metallic part but not with the bone. Review of device history record did not reveal any reported deviations.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. (Note: biomet, inc. Acquired the trauma product line from depuy orthopaedics, inc. ("Depuy") on (B)(4) 2012 ("closing date"). Pursuant to the written agreement between biomet and depuy, biomet agreed to be responsible for regulatory reporting for events which occurred after the closing date regardless of the entity that actually manufactured the product. Because the product that is the subject matter was manufactured before the closing date, please be advised that the subject product was manufactured by depuy and not biomet.)

Event description:
It was reported patient underwent a left hip intertrochanteric/subtrochanteric fracture procedure on (B)(6) 2013. During the procedure, it was noticed the lag screw was missing the cutting flute when the screw would continually turn in place and would not cut. As a result, the surgeon had to remove the lag screw from the patient a use a lag screw of another size to complete the procedure.